Manufacturer narrative:
Evaluation summary: the actual device was returned and examined. The results from testing were that the device performed as intended. However, upon disassembly of the device, there was some loose solder spash inside the silicone sleeve that encases the printed circuit board. Corrective action has already been taken.

Event description:
The pencil activated by itself while buttons were not depressed. Reported that pt was mild burned, no treatment was required.